Event description:
It was reported that the device was running without the trigger being pressed. There was patient involvement, and it is unknown if there were adverse consequences.

Manufacturer narrative:
The device was returned to the manufacturer for an investigation. The complaint of run-on could not be duplicated. It appeared that the device was dropped and the handle was damaged. The device was repaired and returned to the customer.